Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Per the home patient, there was nothing unusual with the set at the time of the alarm. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 4. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and recommended the hp contact their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. Per the hp, he did not notice anything with the set at the time of the alarm. The hp stated he discarded the supplies and the lot number was not known. The hp resumed therapy using new supplies without any problems. No patient injury or medical intervention was reported.